Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17588158) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed not being in the correct position. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The catheter was prepped in the straight configuration. Initially, a non-cordis guidewire was inserted and an outback (complaint product) was delivered along the guidewire. Then, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed not being in the correct position. Therefore, the outback was replaced with a new device. The procedure was finished successfully. The product will be returned for analysis.

Manufacturer narrative:
As reported, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed to not be in the correct position. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The catheter was prepped in the straight configuration. Initially, a non-cordis guidewire was inserted and an outback (complaint product) was delivered along the guidewire. Then, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed not being in the correct position. Therefore, the outback was replaced with a new device. The procedure was finished successfully. One non sterile outback elite 120cm re-entry was received coiled inside of a plastic bag. The needle was received retracted. No anomalies or damages were observed on the received unit. The distal tip of the received unit was inspected under the vision system and the lt marker was found within its correct position. The position of the lt marker was measured and it was found within dimensional limits. Review of lot 17588158 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿marker band (outback) - offset/out of position - in patient¿ was not confirmed as during dimensional analysis the lt marker was located within its correct position. The exact cause of reported event could not be conclusive determined. The product instructions for use (IFU) instructs the user to orientate the lateral exit port of the outback elite re-entry catheter towards the desired vascular target site via rotation of the rotating knob. Using fluoroscopic guidance, rotate the rotating knob until the catheter ¿lt¿ directional marker band on the nosecone appears as a ¿t¿. 15. If additional orientation adjustments are necessary, this can be achieved via rotation of the rotating knob. A confirming orthogonal view should be considered after each new adjustment of the catheter towards the re-entry target. Neither the product analysis nor the device history record review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed to not be in the correct position. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The catheter was prepped in the straight configuration. Initially, a non-cordis guidewire was inserted and an outback (complaint product) was delivered along the guidewire. Then, the cannula of the outback elite (120cm re-entry) was deployed in the wrong direction from the l/t marker. Consequently, the outback was removed from the patient and it was checked and it was confirmed that the l/t marker seemed not being in the correct position. Therefore, the outback was replaced with a new device. The procedure was finished successfully. One non sterile outback elite 120cm re-entry was received coiled inside of a plastic bag. The needle was received retracted. No anomalies or damages were observed on the received unit. The distal tip of the received unit was inspected under the vision system and the lt marker was found within its correct position, as well as, in its correct direction. The cannula needle was deployed correctly. The position of the lt marker was measured and it was found within dimensional limits. Review of lot 17588158 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿marker band (outback) - offset/out of position - in patient¿ was not confirmed as during dimensional analysis the lt marker was located within its correct position. The exact cause of reported event could not be conclusive determined. The product instructions for use (IFU) instructs the user to orientate the lateral exit port of the outback elite re-entry catheter towards the desired vascular target site via rotation of the rotating knob. Using fluoroscopic guidance, rotate the rotating knob until the catheter ¿lt¿ directional marker band on the nosecone appears as a ¿t¿. 15. If additional orientation adjustments are necessary, this can be achieved via rotation of the rotating knob. A confirming orthogonal view should be considered after each new adjustment of the catheter towards the re-entry target. Neither the product analysis nor the device history record review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.